Event description:
An attempt was made to deploy the stent in a vein graft. The balloon was inflated to 6 atm's and the stent deployed. However, the stent moved from it's deployment position. The stent was snared and removed.